Event description:
It was reported that the pump displayed an altitude error message which resulted in the pump shutting off. There was no reported impact to the customer¿s blood glucose level. The customer chose not to follow up with technical support at this time.